Manufacturer narrative:
The UDI number cannot be identified as the customer has reported that both the product ID and lot number are unknown. In addition, the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a feeding set with an unknown product ID and lot number was leaking during patient use. The location of the leak is unknown. There was no patient injury.